Event description:
The patient had pain at the implantable neurostimulator (ins) site. The ins was repositioned and the extensions were replaced. The outcome was reported as "resolved without sequela".

Manufacturer narrative:
(B) (4).